Manufacturer narrative:
It was determined that this part failed by becoming unstable and showing drift in the output signal. This failure mode has the potential to cause erroneous results if the drift in the output signal goes undetected by the operator. However, this failure mode would be readily detected by the operator when running startup qc procedures. Qc would fail specifications. The analytes potentially affected are dependent on the configuration selected by the operator and may include cd3, cd4, cd8, cd19, cd34, cd45, and cd56. (B)(4).

Event description:
A field service engineer (fse) reported premature failure of a hv dac card after 12 hours in the customer's flow cytometer instrument. The fse resolved the issue by replacing it with a new and identical part. No erroneous patient results were generated.